Manufacturer narrative:
Date rec'd by MFR: 26jun2019. The client reported the leak issue was resolved by using adaptors to fit the small bung. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit was not passing leak test and the cooling fan keeps turning off and on. The customer reported there was no patient involvement. The event date was not specified; estimate used.